Manufacturer narrative:
(B)(4). Iit was reported that in (B)(6) 2011, the patient underwent removal of abdominal muscle for bladder lift.

Manufacturer narrative:
(B)(4). Urinary/bowel problems, recurrence, dyspareunia, organ perforation, neuromuscular problems and vaginal scarring. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding dyspareunia, organ perforation, neuromuscular problems and vaginal scarring.

Event description:
Details: it was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding dyspareunia, organ perforation, neuromuscular problems and vaginal scarring.

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003. The patient experienced pain, infection, hematuria, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.